Event description:
On (B)(6) 2015, additional information received from a company representative reported that the patient was a twiddler and the catheter was twisted and kinked. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), product type: catheter. (B)(4). Conclusion code pertains to the pump, model# 8637-40, serial# (B)(4). Conclusion code pertains to the catheter, model #8780, serial# (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of morphine (30mg/ml, 4.297mg/day) in an implantable infusion pump for non-malignant pain and chronic low back pain. A pump flip was confirmed; the pump had flipped multiple times and the patient was not getting any therapy. The reporter was currently in the operating room for a pump and catheter revision; pump catheter segment had kinked. The patient was a "twiddler" of the pump. During the revision, the surgeon clamped the spinal segment of the catheter. The clamped slipped off the drape, which pulled the spinal segment out of the intrathecal space. The reservoir volume was checked and the actual residual volume (arv) was 39ml with the expected residual volume (erv) of 35ml. It was further stated a volume discrepancy occurred at the last refill ((B)(6) 2015) and 20ml more was aspirated from the reservoir than expected (exact volumes were not available). Additional information was requested from the manufacturer representative regarding concomitant medications and pertinent medical information.